Event description:
On (B)(6) 2022 I received a reverse shoulder replacement manufactured by zimmer biomet at (B)(6). On (B)(6) 2022 I was informed that had been a complete separation of this product. The glenosphere (which is a pin that holds the top of this prosthesis to the bottom) had failed and the bottom of the prosthesis had rotated outward more than 90 degrees. On (B)(6) 2022 I had a second surgery performed in (B)(6). After a local and two corporate investigations I have not been given any explanation as to why this prosthesis failed. On (B)(6) 2021 I had a cat scan performed on my left shoulder for the purpose of modifying and sizing this prosthesis to my anatomy. One verbal explanation I was given locally was that the center screw 6.5 had a head that was too "proud" which did not allow the glenosphere to engage properly. Another explanation I was given locally was that a piece of material could have fallen inside of the hole where the glenosphere was installed. Two "corporate" investigations were inconclusive the company saying that they didn't have enough information to determine why this prosthesis failed. Item no: 110032420, lot no: 65212354 the second quality engineer post market surveillance employee of zimmer biomet is named (B)(6) and the reference no. Is (B)(4) and her telephone number is: (B)(6). They are not giving me any definitive answers to my problem and I am in fear that this may happen again. FDA safety report ID# (B)(4).